Event description:
It was reported that the dislodgement of an implanted urological stent occurred while removing a flexima drainage catheter from the patient. While removing a flexima drainage catheter from the patient, the catheter got entangled in a previously implanted non metal urological stent, dislodging it and ultimately removing it along with catheter. Multiple queries for additional information have been made with no success.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.